Event description:
The male patient had a history of multiple sclerosis and has had a right-sided baclofen pump for four years. He began having generalized pruritus and spasticity. His baclofen pump was interrogated at an outside hospital and the motor had intermittent stalls. The patient was given oral baclofen and tizanidine to avoid withdrawal symptoms until the pump could be explanted and replaced. He was sent to acute rehab on discharge for ot/pt.